Manufacturer narrative:
Qn#(B)(4). The device investigation is pending.

Event description:
The stapler feel apart on the patient. Staples went on the wound.

Event description:
The stapler feel apart on the patient. Staples went on the wound.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box was manufactured on 03/28/2022 a total of (B)(4) pieces. DHR investigation did not show issues related to complaint. The customer provided one photo for analysis. The complaint of "detached - staple feed assembly" was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the rail and pusher were detached from the cover block. 22 loose staples were returned. The stapler bottom was not returned. It appears that the bottom was not properly welded onto the cover block, which would cause the staples, rail, and pusher to fall out of the stapler. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Evidence of use in the form of biological material was observed on the returned sample. In summary, the reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the rail and pusher detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out from the stapler. Several actions to mitigate defects for this issue were established as part of a nonconformance , which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.